Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mets tkr smiles due to patient's fall was reported. The event was confirmed by medical review and photographs. Method and results: product evaluation and results: visual inspection of the pictures received confirmed that the femoral bone fractured. Clinician review: the x-ray image provided clearly shows that the femoral bone was fractured at the tip of the stem. Product history review: a review could not be performed as no lot number was provided. Complaint history review: a review could not be performed as no lot number was provided. Conclusions: an event regarding periprosthetic fracture involving a mets tkr smiles due to patient's fall was reported. The event was confirmed by medical review and photographs. The investigation concluded that the periprosthetic fracture was caused by patient's fall.

Event description:
It has been reported the patient had revision surgery on (B)(6) 2020 due to a "(femoral) fracture at tip of smiles femoral component." The sales rep reported "the revision surgery was very successful. The old smiles femoral implant removed, exchanged with stanmore mets dfr. Mk4 poly tibia component replaced from the original custom prox tibia implant as well as rotating hinge component (both components were taken from tibial rotating hinge metal cased assembly."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported the patient had revision surgery on (B)(6) 2020 due to a "(femoral) fracture at tip of smiles femoral component." The sales rep reported "the revision surgery was very successful. The old smiles femoral implant removed, exchanged with stanmore mets dfr. Mk4 poly tibia component replaced from the original custom prox tibia implant as well as rotating hinge component (both components were taken from tibial rotating hinge metal cased assembly."